Event description:
It was reported that the customer stated that she just received a replacement pump and needed to program the pump. Customer's blood glucose level was 113 mg/dl. Customer's alarm history was reviewed and the customer had an unexpected restart alarm, external ram error alarm, and a displayable history check failed on startup alarm on the insulin pump. Customer stated that the pump was not stored or not in use for an extended period of time. It was explained that the pump experienced an unexpected restart. Customer was advised to monitor the pump and call if issues recur. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.